Manufacturer narrative:
The root cause could not be determined because, the product was not returned. Possible root causes could be: to high torsion forces during insertion; the user applies bending forces on the thread; insufficient cleaning causes pitting corrosion: corrosion favours breakages.

Event description:
During surgery, the shaft of the instrument separated from the handle. A portion of the threaded portion remained in the patient.